Event description:
Pt developed an infection post implant surgery. The pt was hospitalized for antibiotic therapy. The infection was located in the area of the pulse generator/pocket and was reportedly related to the surgical procedure. The infection has reportadly resolved. The pt had not undergone any surgical or dental procedures or invasive monitoring post implant or three months pre implant and is not implanted with any other devices. The pt does have an excessive amount of drooling and did irritate/scratch at the incision site. At the time of implant surgery, both preoperative and intraoperative antibiotic therapy were utilized. A postoperative course of antibiotic therapy was not prescribed. Sterility of both the lead and generator was confirmed and investigation to date contains neither allegation nor indication that sterility was compromised, indicating that the vns therapy system was not a causal or contributing factor to the reporting event.